Event description:
It was reported that pump generated cartridge alarm 20 during use, and caller had previously experienced similar cartridge alarms with same pump. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using current pump and rely on alternate method of insulin delivery if needed, while technical support arranged replacement pump under warranty.